Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for system explant due to erosion through skin. It was noted that during procedure, a new pacing lead was attached to the implantable cardioverter defibrillator (ICD) while outside of the body, which was deemed off-label use of the device. The ICD went into backup operation due to cautery used during the procedure. The ICD was explanted on an unknown date. Patient condition was stable.